Event description:
A malfunction alarm was reported with code malf 12, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer continued to use the pump with instructions to report any future issues.